Event description:
Discordant, falsely elevated troponin results were obtained on a dimension xpand plus with hm instrument on one patient sample. A discordant result of 1.40 was released to the physician(s), who admitted the patient to a hospital (alternate facility). The patient received a magnetic resonance imaging scan and was redrawn at the hospital, and a negative troponin result was reported. The result was not provided. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned and lubricated the mixers, replaced probes, wash station pump cassettes and tubing and aligned reagent probes 1 and 2. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.